Manufacturer narrative:
No product returned to evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a loose connection between the luer lock and the infusion set. Customer was hospitalized and had dka. Customer was able to tighten the connection between the luer lock and the infusion set. Customer was expected to be released from the hospital on (B)(6) 2014.